Event description:
A physician reported that cutter could not cut during surgery. The procedure type was unknown. The procedure was completed on same day after replacement of product with new one. There was no patient impact.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).